Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported tip separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that a 2.0 x 15 rx voyager balloon dilatation catheter was advanced for predilatation; however, did not cross the restenosis in the distal left anterior descending coronary artery due to the anatomy. The patient was treated with a 1.5 x 8mm mini trek. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. Device analysis revealed that the soft tip was separated and not returned with the device. Additional information received stating the soft tip separation occurred outside of the patient anatomy.